Event description:
Patient stated that as she was taking a shower the adhesive was not adhering. Patient stated that the v-go came off. Patient stated that she properly cleaned the site before applying the v-go. Patient did not replace v-go with a new filled v-go. Informed patient next time when v-go falls off to replace with new one.